Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, low pacing impedance and noise were observed on the right ventricular lead. Diagnostic imaging was performed which confirmed externalized conductors of the lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.